Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, this occurred during dwell 21 of 30. During troubleshooting, no abnormalities were noted that could have caused or contributed to this system error. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.